Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient stated two days ago they had a lot of pain and they checked and the unit was off. The patient stated that they charged it up to 100 percent and this morning they went to check to see the percentage and their screen went blank. Patient services had the patient confirm the ins was on with the remote and also had them do a reset on the controller. It was reported that everything was working fine. The patient stated that they noticed that their lower back was worse than usual for the past two days. They stated that the ins location had been tender lately. They stated that they may have caused this by having too tight of waist band. The patient stated that they were going to physical therapy for issues on their hip not related to their device/therapy. It was reported that the pain began on (B)(6) 2019. The recharger not charging their ins began the day of the call on (B)(6) 2019 and the ins site becoming tender had been occurring for a couple of days ((B)(6) 2019). No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the cause of the implant being off leading to their pain was due to the controller not working-the screen was black and would not come on. It was reported that the patient called the manufacturer to resolve the issues of the pain in their lower back being worse and the implant site being tender and they advised them to take the battery out of the controller for three minutes and put it back in and it worked. The patient stated that the implant lowers their pain. They stated it does not take all their pain away, but without it they would have a lot of pain. They stated that the implant site always is tender if sitting on a hard-back chair. The patient¿s weight was asked but was not reported. No further complications were reported/anticipated.